Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery needed to be ordered following corrective maintenance. There was no reported patient involvement.

Manufacturer narrative:
Serial number not confirmed further information was provided that there was no problem with the battery; it had merely passed its recommended replacement date.